Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The event was reported by a distributor, however the healthcare facility where the event occurred is as follows: (B)(6), phone: (B)(6), fax: (B)(6). (B)(4). The returned trapezoid rx basket was analyzed, and a visual evaluation noted that the handle cannula was detached. The handle cannula has screw dimple drag marks. The proximal mark was slightly visible and the tip of the distal screw was flat. A dimensional inspection found the proximal and distal screw length are less than the minimum tolerance. The basket was folded and the side car rx was pushed back out of specification. The reported event was confirmed. Based on all available information, it was determined that the failure of handle cannula detached is attributable to the supplier. It was detected that the length of the screws were below the minimum tolerance. As the screws are smaller, the fastening of the handle cannula was not achieved. Therefore, at the time of applying force to activate the device, the handle cannula was detached as evidenced by the screw dimple drag marks. The side car rx pushed back and the basket folded could be an adverse event due to the manipulation or technique used to interact with the device. Therefore, the most probable root cause for the investigation finding handle cannula detached is manufacturing deficiency; an investigation is underway to address this problem. The most probable root cause of the investigation finding side car rx push back is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a device history record (DHR) review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic biliary calculus removal procedure performed on an unknown date. During the procedure, the basket failed to close. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. Investigation results revealed that the handle cannula detached and the side car rx was pushed back; therefore, this is now an MDR reportable event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: the event was reported by a distributor, however the healthcare facility where the event occurred is as follows: (B)(6) hospital. (B)(6). Phone: (B)(6). Fax: (B)(6). Block h6: medical device problem code a0501 captures the investigation report of handle cannula detached. Medical device problem code a0406 captures the reportable investigation result of side car rx push back. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the handle cannula was detached. The handle cannula has screw dimple drag marks. The proximal mark was slightly visible and the tip of the distal screw was flat. A dimensional inspection found the proximal and distal screw length are less than the minimum tolerance. The basket was folded and the side car rx was pushed back out of specification. The reported event was confirmed. Based on all available information, it was determined that the failure of handle cannula detached is attributable to the supplier. It was detected that the length of the screws were below the minimum tolerance. As the screws are smaller, the fastening of the handle cannula was not achieved. Therefore, at the time of applying force to activate the device, the handle cannula was detached as evidenced by the screw dimple drag marks. The side car rx pushed back and the basket folded could be an adverse event due to the manipulation or technique used to interact with the device. Therefore, the most probable root cause for the investigation finding handle cannula detached is manufacturing deficiency; an investigation is underway to address this problem. The most probable root cause of the investigation finding side car rx push back is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a device history record (DHR) review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event. Block h10: correction: e1 (initial reporter last name and initial reporter facility name).

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic biliary calculus removal procedure performed on an unknown date. During the procedure, the basket failed to close. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. Investigation results revealed that the handle cannula detached and the side car rx was pushed back; therefore, this is now an MDR reportable event. Please see block h10 for full investigation details.